Event description:
It was reported that one week after a pump replacement, the patient experienced cellulitis. Location of the cellulitis was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.